Manufacturer narrative:
Service was sent to the customer's location on (B)(4) 2016. The customer had removed the loose pads from the instrument with the guidance of the customer technical specialist (cts) previous to the fse arriving. The cause of the loose pads is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
The customer reported that there were pads falling off the strips into the strip provider module (spm) on the ichem velocity. There were 4 strip pads found in the spm hopper. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.